Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure got aborted and rescheduled another time. The philips field service engineer (fse) inspected the system onsite and confirmed reported problem. A review of the system logfiles found ippc was not starting normally. Upon troubleshooting actions, fse identified that the mainboard battery had low power. Fse replaced the mainboard battery and replugged the cables. After replacement, the system was returned to use in good working order.